Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump stopped working and needs a new one, it just quit and the screen was blank. The customer reported that the pump won¿t turn on. The customer will revert to a backup plan as per healthcare professional¿s instructions if the display does not return after inserting new battery. A new battery cap will be sent to the customer .the customer was advised to call back if they still have issues with the pump not turning on after using the new battery cap. The insulin pump will not be returned for analysis.